Manufacturer narrative:
The customer's reported complaint of the device melting was confirmed. A visual examination of the returned used device found the distal tip appears to be split and melted. Although the reported problem was confirmed, a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration; and verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Additional information provided indicates no part fell into the patient it was just melted.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with 139105ext, ultraclean 1 in needle with extended insulation, lot 202007144, that (B)(6), recently experienced on (B)(6)2020. It was reported that during a total mastectomy, the surgeon and assistant noticed melted blue fragments from the blue plastic guard of the electrode. It is noted the procedure was successfully completed with no reported delay. No alternate device was used and there was no impact or injury to the female patient. Although requested, to date, no other information has been made available. Although there is no indication any fragmentation breaking off and/or falling into the patient and no impact to the patient, there have been previous us FDA filings for device "melted" during use. This report is being raised on the basis of previous FDA filings for similar malfunction with potential for injury upon reoccurrence.